Event description:
It was reported that during cleaning that the collet was leaking an oil-like substance. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.